Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 7am. As part of her diabetes regimen, the patient claimed she is on an insulin pump. At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. The patient reported she was not experiencing any diabetic symptoms; however at 9am that morning, the patient stated she self-treated with food/drink and tested herself on a onetouch ultra2 meter (result unknown). At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, there was no misused of the meter, and the correct test strips were used. It was noted that the patient had replaced the battery several times and still would not turn on. The alleged issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient denied developing symptoms and there was no evidence in the delay of treatment. However, this complaint is being reported because the alleged issue remained unresolved.